Event description:
The end-user received a "big zap" while this device was being tested on him for home use - a physical therapist was instructing the end-user how to use the device & the end-user was operating the device at the time the event had occurred. The therapist walked away, and the unit zapped the end-user after about 2 minutes of treatment on the "left trap upper shoulder area." The distributor found out on(B)(6) 2017 that the end-user has been in and out of the ER a few times related to pain in the upper body and head, as well as radient pain down his arm. There was no redness or burning reported on the customer from this event. See "74187" (3500a submission name) - the end-user decided he was not 100% sure which device had caused the electrical shock, so two devices (di1010 s# (B)(4) & (B)(4) are being brought back to compass health brands for further inspection. The end-user is 95% sure that the device involved with this case (3500a submission name "74095") is the device he was using when he received the shock (s# (B)(4)).

Event description:
The device involved with this event was returned to compass health brands and evaluated on 6/16/2017 (no electrodes were returned with the device). The customer's complaint was unable to be duplicated. The returned device was tested for product performance, and determined to fall within the manufacturer's specifications, as defined in the product's user manual.